Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission showing non-sustained right ventricular oversensing per the patient¿s implantable cardioverter defibrillator via the ventricular lead due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient was stable after the programming changes.